Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, a sample of the lubricant was taken for testing.

Event description:
It was reported that a lubricant substance leaked out of the handpiece during the cleaning process. There was no pt involvement. There were no adverse consequences reported as a result of this event.